Manufacturer narrative:
Lot 16032736: UDI (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent emergency treatment of a ruptured abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. Pre-operative imaging, showed evidence of a non-functional left renal artery. According to the report, the trunk-ipsilateral leg component was intentionally implanted covering the left renal artery. It was reported the procedure concluded with the implantation of two contralateral leg components on the right side and an additional contralateral leg component implanted on the patient's left side. At the conclusion of the procedure, the patient's blood pressure was reportedly stable, and the patient tolerated the procedure. On (B)(6) 2017, reportedly the patient experienced cholesterol embolism resulting in vasculitis of the common hepatic artery and the right renal artery. That same day, it was reported the patient expired due to multi system organ failure. The physician reported there was significant mural thrombus extending from the thoracic aorta to the abdominal aorta. According to the physician, the patient's death was indicative of embolic showering caused by catheter manipulation during the endovascular aneurysm repair.